Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, shuts off by itself, which was not reproduced or confirmed. The device was evaluated with the customer supplied power cord and battery and operated within specifications and there was no evidence of "improper shutdown" message in the event history log. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-10482 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off without user input. The customer reported that when unplugged from the ac power while the pump was on, the pump shut off by itself. It was also reported there was no patient involvement.